Manufacturer narrative:
There were a total of 10 events reported. Based on the lack of information provided, a determination of the cause could not be determined. The abutmens would only shear if the end user placed to much force on the abutment during usage. Because no definitive information was provided no conclusion can be drawn. Updated information the original file was sent on 10/29/2021 for 3rd quarter. Additionally, the details for report number (B)(4)were previously submitted on(B)(4)/2021. The original report was accidentally overwritten on (B)(4)2021 when a single MDR event dated 10/11/2021 for complaint (B)(4)was processed, keyed, and transmitted. The single MDR event for complaint (B)(4) should have not been assigned 1060818-2021-12029 because 1060818-2021-12029 had already been used and transmitted. Report number (B)(4)was originally slated for the 2021 3rd quarter voluntary summary malfunction report covering fractured hex abutments. MFR report number 1060818-2021-15679 was created to allow for the correction of the single MDR event associated with complaint number (B)(4) overall, the submission of (B)(4) is to correct and reinstate report 1060818-2021-12029 which was overwritten in error on 11/10/2021.

Event description:
This report summarizes 10 malfunction events. A review of the events involving sheared abutments. The report was received from various sources. No patient adverse events were reported. No information regarding patient demographics were provided.

Event description:
This report summarizes 10 malfunction events. A review of the events involving sheared abutments. The report was received from various sources. No patient adverse events were reported. No information regarding patient demographics were provided.

Manufacturer narrative:
There were a total of 10 events reported. Based on the lack of information provided, a determination of the cause could not be determined. The abutmens would only shear if the end user placed to much force on the abutment during usage. Because no definitive information was provided no conclusion can be drawn. Updated information the original file was sent on 10/29/2021 for 3rd quarter. Additionally, the details for report number 1060818-2021-12029 were previously submitted on 10/29/2021. The original report was accidentally overwritten on 11/10/2021 when a single MDR event dated (B)(6) 2021 for complaint (B)(4). Was processed, keyed, and transmitted. The single MDR event for complaint (B)(6) should have not been assigned 1060818-2021-12029 because 1060818-2021-12029 had already been used and transmitted. Report number 1060818-2021-12029 was originally slated for the 2021 3rd quarter voluntary summary malfunction report covering fractured hex abutments. MFR report number 1060818-2021-15679 was created to allow for the correction of the single MDR event associated with complaint number (B)(4). Overall, the submission of 1060818-2021-12029 is to correct and reinstate report 1060818-2021-12029 which was overwritten in error on 11/10/2021.

Manufacturer narrative:
There was a total of 10 malfunctioned events associated with a sheared abutment. Based on the information provided a failure cause could not be determined. Items involved- unknown, biohorizons abutment.

Event description:
This report summarizes 10 malfunction events. A review of the events involved sheared abutment. The report was received from various sources. No patient adverse events were reported. No information regarding the patient demographics were provided.